Manufacturer narrative:
No samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. Therefore, a potential root cause(s) cannot be determined. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that bd 20ml syringe luer-lok¿ tip had foreign matter on the plunger. This occurred on 2 occasions before use. The following information was provided by the initial reporter: material no.: 302830 batch no.: 9149641 it was reported that foreign residue was found at the top part of the plunger inside the packaging. Per medwatch report: while sterile compounding in our hosp., one of our technicians noticed that a sterile syringe that she just opened had residue at the top part of the plunger, almost causing contamination of a sterile product. Although the syringe was not opened because it was caught before hand. This is the second encounter we have had with one of your manufactured products.

Manufacturer narrative:
The customer's address is unknown. (B)(6) USA has been used as a default. The initial reporter also notified the FDA on 10 october, 2019. Medwatch report # mw5090101. Report source other: medwatch report a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 20ml syringe luer-lok¿ tip had foreign matter on the plunger. This occurred on 2 occasions before use. The following information was provided by the initial reporter: material no.: 302830 batch no.: 9149641. It was reported that foreign residue was found at the top part of the plunger inside the packaging. Per medwatch report: while sterile compounding in our hosp., one of our technicians noticed that a sterile syringe that she just opened had residue at the top part of the plunger, almost causing contamination of a sterile product. Although the syringe was not opened because it was caught before hand. This is the second encounter we have had with one of your manufactured products.